Manufacturer narrative:
Aso evaluated samples from retains and returned samples for adhesion properties with no issues observed with the samples on (B)(6) 2015. In addition, aso reviewed satisfactory biocompatibility reports on products manufactured with the same materials. Refer to section of this report for details.

Event description:
End user reported that she had an incision and needed to use a bandage. She reported that device caused blisters on her skin. According to her she went back to the doctor to buy some ointment.